Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the es refrigerator was inaccessible. A technical support specialist logged into the station and server. The inventory indicated that the quantity of medication in the device was correctly recorded as 0 before the recount was performed. The technical support specialist followed up with the customer, who stated that the issue had been resolved on their end. The system functioned as intended after the customer resolved the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to access the es refrigerator. The customer stated that this malfunction caused a delay in dispensing medication to patients. The users were able to obtain the required medication from an alternate source. There were no adverse events or injuries reported based on this event.